Event description:
It was reported that the customer was hospitalized three times due to hypoglycemia events. The customer's husband stated that the customer had discontinued use of the insulin pump. The customer was hospitalized on (B)(6) 2014 due to low blood glucose. The customer's blood glucose at the time of admission was unknown. The customer, prior to the hospitalization, had been found on the floor. The customer's husband was unaware at the time if she was breathing or not. The paramedics were subsequently called. The cause of the low blood glucose was unknown, but the customer's endocrinologist believed it may have been due to two dosages of insulin. Troubleshooting was declined due to already being performed previously. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.